Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainer, patient reports that their bottom front tooth now hits the bottom of the top tooth when they eat or when their mouth is closed. Patient stated that it is very uncomfortable, and they are concerned about enamel wearing from the two teeth contacting each other.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.